Event description:
The customer contacted baxter's technical service center and reported air bubbles in the lines while on a homechoice (hc) machine throughout therapy. The home patient (hp) stated that she had not had any alarms at any time; however the bubbles appeared in the lines on a daily basis. She stated that the bubbles were large and there was space between them. She stated that she moved the lines to try to get rid of the bubbles. The baxter technical service representative (tsr) initiated a swap of the hc. Product surveillance contacted the patient on (B)(6) 2011 regarding the air in tubing. The patient stated she did not observe any holes, leaks, or defects in the disposables. The sample is not available for evaluation. The patient resumed therapy without any further issues. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report was not confirmed in the lab due to a lack of a sample. There was not enough data within the complaint information to identify root cause of the air; therefore, the cause is undetermined. Labeling review found the labeling adequate for the potential user error in this report. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.